Event description:
"Death (no product defects): on (B)(6) 2024, the patient underwent the first procedure. After 1 debranch, a ctag (gore, 40 mm x 200 mm) was implanted on the proximal side and a relaypro (38 x 34 x 199) was then implanted on the distal side. The procedure ended with a plan to perform additional treatment as the second stage. On (B)(6) 2024, the patient underwent additional procedure. The celiac was first embolized with coils. The relaypro ((B)(4)) concerned was then implanted above the sma by connecting it to the previously implanted relaypro. In addition, an excluder aorta extender (gore japan, (B)(6)) was implanted at the edge of the sma. After the flow of the sma was confirmed, the procedure was completed. On the same day, the patient complained of dullness in one thigh. Considering the probability of delayed paraplegia, spinal drainage was performed, which showed improvement. From (B)(6), the patient's condition suddenly changed. The patient went into shock and died although life-saving measures were taken. An autopsy was performed on (B)(6), and intestinal ischemia was noted. The immediate cause of death appears to be gastrointestinal bleeding. Cause of death: shock due to gastrointestinal bleeding associated with intestinal ischemia casualty: no direct relationship with the product. Physician's comments: there was no other option than to embolize the celiac and extend the distal landing zone. Operation type: tevar blood loss: unknown ancillary device used: excluder aorta extender (gore japan, (B)(6)) no image available pre-case plan available (see the attached schema) no additional information available. (Tc#(B)(4))" patient outcome: "the patient died."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.